Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional summary: it was reported performance fixation feature breakage. An empty opened foil, a labeled winding former, a dispensed needle/suture were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; damaged on a barb was noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of ¿the fixation tab was broken off when trying to fix the tab at the beginning of suturing¿.

Event description:
It was reported that a patient underwent an unknown orthopedic spine surgery on an unknown date and a barbed suture was used. Upon evaluation of the returned device, the two sides of the fixation tab were broken. It had been reported that during the procedure, the fixation tab was broken off when trying to fix the tab at the beginning of suturing. It was commented that no excessive force was applied to the suture at that time. There were no adverse consequences to the patient. No additional information was provided.